Event description:
Healthcare provider reported left-side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, g1, h6.

Event description:
Healthcare provider reported left-side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification), broken in anterior side assessed as surgical damage and more than three openings in anterior side assessed as surgical damage. Additional observations: creases are observed. Missing shell assessed as inconclusive. Stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare provider reported left-side rupture. The device has been explanted.